Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. It is possible that the surgeon did not properly prepare the bone hole therefore the implant could not be expanded when deployed. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review or a lot specific non-conformance search. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure the versalok anchor with orthocord deployed and failed. The case was completed by removing the anchor and deploying a second anchor. There was no patient harm, but it is unknown if there was a delay. The sales rep could not provide any additional information. The anchor was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.